Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the patient, who was a participant in the (B)(6) clinical study, is deceased. The exact date of death is unknown; however, the patient is reported to have died within approximately two months of implant of the implantable cardioverter defibrillator (ICD) system. The patient is reported to have died at home. The cause of death has been requested and no further information is available at this time.